Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. There was patient involvement but no harm. Although requested, the no additional information was provided.

Manufacturer narrative:
Correction: initial reporter occupation, report source omit : report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that there was an over infusion of an unspecified medication, the complaint was not confirmed or replicated during the investigation. A review of the concomitant pcu error log showed that no errors or malfunctions related to the reported issue as noted by the log review on (B)(6) 2024, time not provided. The review of the pcu event log began when the system was powered up on (B)(6)2024 at 2:41 am. A new patient was not selected and the profile in use was identified to be ¿adult?¿. Suspect pump module was assigned channel b. At 5:08 am pump module s/n (B)(6) was programed for a remote IV, drug unknown with drugid = 694 (rate = 100 ml/h, vtbi = 100 ml, 1 hour infusion). Primary volume infused (pvi) = 0 ml at 6:08 am the infusion was complete and the kvo started. At 6:09 am pump module s/n (B)(6) was programed for a remote IV, drug unknown with drugid = 694 (rate = 100 ml/h, vtbi = 100 ml, 1 hour infusion). Pvi = 100.294 ml. At 7:09 am the infusion was complete and the kvo started, but the pump module was stopped and powered off. Pvi = 200.414 ml rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. Sear functional tests observed no issues, and all tests passed. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The bd alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door¿. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Inspection of the suspect pump module s/n (B)(6) did not observe any anomalies that would contribute to the reported event. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pump module s/n (B)(6) (w/o: (B)(4). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files 01564652 for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Concomitant pcu s/n (B)(6) (w/o: (B)(4). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files 01564652 for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that there was an over infusion of an unspecified medication. There was patient involvement but no harm. Although requested, the no additional information was provided.